Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the product and lot code required was not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.

Event description:
Patient was revised due to fluid buildup, pain and darkening of tissue. Update (B)(4) 2013 - legal claim received alleging that the patient suffers from high concentrations of various metallic elements. The doi was provided. There is no new information that would affect the outcome of the investigation. Update - medical records received (B)(4) 2013. Revision operative report indicates the following: 80 milliliters of turbid yellow fluid; short rotators and capsule were dehisced from their attachment; synovial layer with moderate amounts of necrotic tissue; moderate amount of corrosion and fretting were noted on the stem taper.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.